Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), insomnia ("insomnia") and abdominal distension ("bloating"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, perforation, fibromyalgia, insomnia and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, fibromyalgia, insomnia, pelvic pain and perforation to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (other), please describe and state the location of the perforation: into the uterus/ migration of essure device location of device: into uterus"), device dislocation ("migration of implant/ essure was not in tubes") and pelvic pain ("pain/ pelvic pain") in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure concomitantly performed with ablation" on (B)(6) 2011. The patient's medical history included vaginal discharge and dysmenorrhea. Concurrent conditions included night sweats, hot flashes, anxiety, acute vaginitis, irregular menstruation and influenza. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), influenza vaccine inact sag 3v (flucelvax), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes incontinence"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth fracture ("teeth are soft. Breaking all the time"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red bumps, itching, painful") and blister ("blisters"). In (B)(6) 2012, the patient experienced amnesia ("memory loss"), confusional state ("confusion") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision, film over eyes"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain"), neck pain ("neck pain"), spinal pain ("spine pain") and rash ("rashes or skin conditions type: painful"). The patient was treated with surgery (hysterectomy (ful) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, fibromyalgia, insomnia, abdominal distension, vaginal haemorrhage, rash papular, urinary incontinence, migraine, nausea, tooth fracture, amnesia, confusional state, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, alopecia, menorrhagia, abdominal pain upper, feeling abnormal, dyspareunia, blister, arthralgia, spinal pain and rash outcome was unknown and the back pain, pain in extremity and neck pain was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blister, confusional state, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, insomnia, menorrhagia, migraine, nausea, neck pain, pain in extremity, pelvic pain, rash, rash papular, spinal pain, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: no hyperplasia or carcinoma is identified, but interpretation is limited by the superficial nature of the biopsy. Ultrasound scan vagina - on (B)(6) 2017: 1. Linear echogenic structure in the posterior left aspect of the uterus which is of unclear etiology. Correlate clinically for essure device. This does not appear to be in the location of the fallopian tube. 2. Complex cyst in the 1eft ovary measuring 3.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, back pain, fibromyalgia, headaches ,pelvic pain. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2019: fu 2 and 3 processed together. Pfs and medical record received. Reporter's information and lot number was added. Preferred term of event perforation was updated from perforation nos to uterine perforation. Events added: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: red bumps, itching, painful, incontinence, migraines, headaches, nausea, memory loss, confusion, dysmenorrhea (cramping), vaginal discharge, blurry vision, film over eyes, fatigue, hair loss, stomach pain, teeth are soft. Breaking all times, brain fog, dyspareunia, fatigue, blisters, back pain, leg pain, joints pain, neck and spine pain, ablation performed concomitantly with essure. Outcome of events back pain, leg pain and neck pain were updated. Medical history, concomitant drugs and lab data were updated. On 19-apr-2019: fu 2 and 3 processed together. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation (other), please describe and state the location of the perforation: into the uterus/ migration of essure device location of device: into uterus/left coil has migrated into uterus right coil wasn't visible'), device dislocation ('migration of implant/ essure was not in tubes/the right coil wasn't visible') and pelvic pain ('pain/ pelvic pain') in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure concomitantly performed with ablation" on (B)(6) 2011. The patient's medical history included vaginal discharge and dysmenorrhea. Concurrent conditions included night sweats, hot flashes, anxiety, acute vaginitis, irregular menstruation and influenza. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbula), influenza vaccine inact sag 3v (flucelvax), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes incontinence"), nausea ("nausea/I am a little sick to my stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In may 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth fracture ("teeth are soft. Breaking all the time"). In october 2011, the patient experienced vaginal discharge ("vaginal discharge"). In april 2012, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red bumps, itching, painful") and blister ("blisters"). In june 2012, the patient experienced amnesia ("memory loss"), confusional state ("confusion/confused for a few seconds") and feeling abnormal ("brain fog/I feel like I am unstable and should hpld on to something"). In june 2013, the patient experienced vision blurred ("blurry vision, film over eyes"). In 2014, the patient experienced alopecia ("hair loss"). In november 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain"), neck pain ("neck pain"), spinal pain ("spine pain"), rash ("rashes or skin conditions type: painful"), dizziness ("feel a little dizzy"), eye movement disorder ("my eyes are kind of jerky") and musculoskeletal chest pain ("sharp pain below my right rib"). The patient was treated with surgery (hysterectomy (ful) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, fibromyalgia, insomnia, abdominal distension, vaginal haemorrhage, rash papular, urinary incontinence, migraine, nausea, tooth fracture, amnesia, confusional state, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, alopecia, menorrhagia, abdominal pain upper, feeling abnormal, dyspareunia, blister, arthralgia, spinal pain, rash, dizziness, eye movement disorder and musculoskeletal chest pain outcome was unknown and the back pain, pain in extremity and neck pain was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blister, confusional state, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, insomnia, menorrhagia, migraine, musculoskeletal chest pain, nausea, neck pain, pain in extremity, pelvic pain, rash, rash papular, spinal pain, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Pathology test - on (B)(6) 2017: no hyperplasia or carcinoma is identified, but interpretation is limited by the superficial nature of the biopsy.. Ultrasound scan vagina - on (B)(6) 2017: 1. Linear echogenic structure in the posterior left aspect of the uterus which is of unclear etiology. Correlate clinically for essure device. This does not appear to be in the location of the fallopian tube. 2. Complex cyst in the 1eft ovary measuring 3.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, back pain, fibromyalgia, headaches ,pelvic pain. Concerning the injuries reported in this case, the following ones were added from social media: dizziness , eye movement disorder, musculoskeletal chest pain. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and social media received. Events: feel a little dizzy, my eyes are kind of jerky, pain below my right rib were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation (other), please describe and state the location of the perforation: into the uterus/ migration of essure device location of device: into uterus/left coil has migrated into uterus right coil wasn't visible'), device dislocation ('migration of implant/ essure was not in tubes/the right coil wasn't visible') and pelvic pain ('pain/ pelvic pain') in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure concomitantly performed with ablation" on (B)(6) 2011. The patient's medical history included vaginal discharge and dysmenorrhea. Concurrent conditions included night sweats, hot flashes, anxiety, acute vaginitis, irregular menstruation and influenza. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), influenza vaccine inact sag 3v (flucelvax), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes incontinence"), nausea ("nausea/I am a little sick to my stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth fracture ("teeth are soft. Breaking all the time"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red bumps, itching, painful") and blister ("blisters"). In (B)(6) 2012, the patient experienced amnesia ("memory loss"), confusional state ("confusion/confused for a few seconds") and feeling abnormal ("brain fog/I feel like I am unstable and should hold on to something"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision, film over eyes"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain/ hip pain"), neck pain ("neck pain"), spinal pain ("spine pain"), rash ("rashes or skin conditions type: painful"), dizziness ("feel a little dizzy"), eye movement disorder ("my eyes are kind of jerky"), musculoskeletal chest pain ("sharp pain below my right rib"), myalgia ("sore muscles") and gastrointestinal disorder ("bowel are getting back to normal"). The patient was treated with surgery (hysterectomy (ful) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, fibromyalgia, insomnia, abdominal distension, vaginal haemorrhage, rash papular, urinary incontinence, migraine, nausea, tooth fracture, amnesia, confusional state, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, alopecia, menorrhagia, abdominal pain upper, feeling abnormal, dyspareunia, blister, arthralgia, spinal pain, rash, dizziness, eye movement disorder, musculoskeletal chest pain and gastrointestinal disorder outcome was unknown and the back pain, pain in extremity and neck pain was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blister, confusional state, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, insomnia, menorrhagia, migraine, musculoskeletal chest pain, myalgia, nausea, neck pain, pain in extremity, pelvic pain, rash, rash papular, spinal pain, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Pathology test - on (B)(6) 2017: no hyperplasia or carcinoma is identified, but interpretation is limited by the superficial nature of the biopsy.. Ultrasound scan vagina - on (B)(6) 2017: 1. Linear echogenic structure in the posterior left aspect of the uterus which is of unclear etiology. Correlate clinically for essure device. This does not appear to be in the location of the fallopian tube. 2. Complex cyst in the 1eft ovary measuring 3.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, back pain, fibromyalgia, headaches ,pelvic pain. Concerning the injuries reported in this case, the following ones were added from social media: dizziness , eye movement disorder, musculoskeletal chest pain and gastrointestinal disorder lot number: 816060 manufacturing date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation (other), please describe and state the location of the perforation: into the uterus/ migration of essure device location of device: into uterus/left coil has migrated into uterus right coil wasn't visible'), device dislocation ('migration of implant/ essure was not in tubes/the right coil wasn't visible') and pelvic pain ('pain/ pelvic pain') in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure concomitantly performed with ablation" on (B)(6) 2011. The patient's medical history included vaginal discharge and dysmenorrhea. Concurrent conditions included night sweats, hot flashes, anxiety, acute vaginitis, irregular menstruation and influenza. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), influenza vaccine inact sag 3v (flucelvax), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes incontinence"), nausea ("nausea/I am a little sick to my stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth fracture ("teeth are soft. Breaking all the time"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red bumps, itching, painful") and blister ("blisters"). In (B)(6) 2012, the patient experienced amnesia ("memory loss"), confusional state ("confusion/confused for a few seconds") and feeling abnormal ("brain fog/I feel like I am unstable and should hold on to something"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision, film over eyes"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain/ hip pain"), neck pain ("neck pain"), spinal pain ("spine pain"), rash ("rashes or skin conditions type: painful"), dizziness ("feel a little dizzy"), eye movement disorder ("my eyes are kind of jerky"), musculoskeletal chest pain ("sharp pain below my right rib"), myalgia ("sore muscles") and gastrointestinal disorder ("bowel are getting back to normal"). The patient was treated with surgery (hysterectomy (ful) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, fibromyalgia, insomnia, abdominal distension, vaginal haemorrhage, rash papular, urinary incontinence, migraine, nausea, tooth fracture, amnesia, confusional state, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, alopecia, menorrhagia, abdominal pain upper, feeling abnormal, dyspareunia, blister, arthralgia, spinal pain, rash, dizziness, eye movement disorder, musculoskeletal chest pain and gastrointestinal disorder outcome was unknown and the back pain, pain in extremity and neck pain was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blister, confusional state, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, insomnia, menorrhagia, migraine, musculoskeletal chest pain, myalgia, nausea, neck pain, pain in extremity, pelvic pain, rash, rash papular, spinal pain, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Pathology test - on (B)(6) 2017: no hyperplasia or carcinoma is identified, but interpretation is limited by the superficial nature of the biopsy.. Ultrasound scan vagina - on (B)(6) 2017: 1. Linear echogenic structure in the posterior left aspect of the uterus which is of unclear etiology. Correlate clinically for essure device. This does not appear to be in the location of the fallopian tube. 2. Complex cyst in the left ovary measuring 3.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, back pain, fibromyalgia, headaches ,pelvic pain. Concerning the injuries reported in this case, the following ones were added from social media: dizziness , eye movement disorder, musculoskeletal chest pain and gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event bowel are getting back to normal was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation (other), please describe and state the location of the perforation: into the uterus/ migration of essure device location of device: into uterus"), device dislocation ("migration of implant/ essure was not in tubes") and pelvic pain ("pain/ pelvic pain") in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure concomitantly performed with ablation" on (B)(6) 2011. The patient's medical history included vaginal discharge and dysmenorrhea. Concurrent conditions included night sweats, hot flashes, anxiety, acute vaginitis, irregular menstruation and influenza. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), influenza vaccine inact sag 3v (flucelvax), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes incontinence"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth fracture ("teeth are soft. Breaking all the time"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red bumps, itching, painful") and blister ("blisters"). In (B)(6) 2012, the patient experienced amnesia ("memory loss"), confusional state ("confusion") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision, film over eyes"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain"), neck pain ("neck pain"), spinal pain ("spine pain") and rash ("rashes or skin conditions type: painful"). The patient was treated with surgery (hysterectomy (ful) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, fibromyalgia, insomnia, abdominal distension, vaginal haemorrhage, rash papular, urinary incontinence, migraine, nausea, tooth fracture, amnesia, confusional state, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, alopecia, menorrhagia, abdominal pain upper, feeling abnormal, dyspareunia, blister, arthralgia, spinal pain and rash outcome was unknown and the back pain, pain in extremity and neck pain was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blister, confusional state, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, insomnia, menorrhagia, migraine, nausea, neck pain, pain in extremity, pelvic pain, rash, rash papular, spinal pain, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: no hyperplasia or carcinoma is identified, but interpretation is limited by the superficial nature of the biopsy. Ultrasound scan vagina - on (B)(6) 2017: 1. Linear echogenic structure in the posterior left aspect of the uterus which is of unclear etiology. Correlate clinically for essure device. This does not appear to be in the location of the fallopian tube. 2. Complex cyst in the left ovary measuring 3.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, back pain, fibromyalgia, headaches ,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation (other), please describe and state the location of the perforation: into the uterus/ migration of essure device location of device: into uterus/left coil has migrated into uterus right coil wasn't visible'), device dislocation ('migration of implant/ essure was not in tubes/the right coil wasn't visible') and pelvic pain ('pain/ pelvic pain') in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure concomitantly performed with ablation" on (B)(6)2011. The patient's medical history included vaginal discharge and dysmenorrhea. Concurrent conditions included night sweats, hot flashes, anxiety, acute vaginitis, irregular menstruation and influenza. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), influenza vaccine inact sag 3v (flucelvax), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), tramadol and venlafaxine hydrochloride (effexor). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes incontinence"), nausea ("nausea/I am a little sick to my stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth fracture ("teeth are soft. Breaking all the time"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced migraine ("migraines/headache"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red bumps, itching, painful") and blister ("blisters"). In (B)(6)2012, the patient experienced amnesia ("memory loss"), confusional state ("confusion/confused for a few seconds") and feeling abnormal ("brain fog/I feel like I am unstable and should hold on to something"). In (B)(6)2013, the patient experienced vision blurred ("blurry vision, film over eyes"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain/ hip pain"), neck pain ("neck pain"), spinal pain ("spine pain"), rash ("rashes or skin conditions type: painful"), dizziness ("feel a little dizzy"), eye movement disorder ("my eyes are kind of jerky"), musculoskeletal chest pain ("sharp pain below my right rib"), myalgia ("sore muscles") and gastrointestinal disorder ("bowel are getting back to normal"). The patient was treated with surgery (hysterectomy (ful) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, fibromyalgia, insomnia, abdominal distension, vaginal haemorrhage, rash papular, urinary incontinence, migraine, nausea, tooth fracture, amnesia, confusional state, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, alopecia, menorrhagia, abdominal pain upper, feeling abnormal, dyspareunia, blister, arthralgia, spinal pain, rash, dizziness, eye movement disorder, musculoskeletal chest pain and gastrointestinal disorder outcome was unknown and the back pain, pain in extremity and neck pain was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blister, confusional state, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, insomnia, menorrhagia, migraine, musculoskeletal chest pain, myalgia, nausea, neck pain, pain in extremity, pelvic pain, rash, rash papular, spinal pain, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2010). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion.. Pathology test - on (B)(6)2017: no hyperplasia or carcinoma is identified, but interpretation is limited by the superficial nature of the biopsy.. Ultrasound scan vagina - on (B)(6)2017: 1. Linear echogenic structure in the posterior left aspect of the uterus which is of unclear etiology. Correlate clinically for essure device. This does not appear to be in the location of the fallopian tube. 2. Complex cyst in the left ovary measuring 3.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, back pain, fibromyalgia, headaches ,pelvic pain. Concerning the injuries reported in this case, the following ones were added from social media: dizziness , eye movement disorder, musculoskeletal chest pain and gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event bowel are getting back to normal was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation (other), please describe and state the location of the perforation: into the uterus/ migration of essure device location of device: into uterus/left coil has migrated into uterus right coil wasnt visible'), device dislocation ('migration of implant/ essure was not in tubes/the right coil wasn't visible') and pelvic pain ('pain/ pelvic pain') in a 39-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure concomitantly performed with ablation" on (B)(6) 2011. The patient's medical history included vaginal discharge and dysmenorrhea. Concurrent conditions included night sweats, hot flashes, anxiety, acute vaginitis, irregular menstruation and influenza. Concomitant products included amitriptyline, duloxetine hydrochloride (cymbalta), influenza vaccine inact sag 3v (flucelvax), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes incontinence"), nausea ("nausea/I am a little sick to my stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced tooth fracture ("teeth are soft. Breaking all the time"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines/headach"). In 2012, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red bumps, itching, painful") and blister ("blisters"). In (B)(6) 2012, the patient experienced amnesia ("memory loss"), confusional state ("confusion/confused for a few seconds") and feeling abnormal ("brain fog/I feel like I am unstable and should hpld on to somthing"). In (B)(6) 2013, the patient experienced vision blurred ("blurry vision, film over eyes"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced insomnia ("insomnia"), abdominal distension ("bloating"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain/ hip pain"), neck pain ("neck pain"), spinal pain ("spine pain"), rash ("rashes or skin conditions type: painful"), dizziness ("feel a little dizzy"), eye movement disorder ("my eyes are kind of jerky"), musculoskeletal chest pain ("sharp pain below my right rib") and myalgia ("sore muscles"). The patient was treated with surgery (hysterectomy (ful) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic pain, fibromyalgia, insomnia, abdominal distension, vaginal haemorrhage, rash papular, urinary incontinence, migraine, nausea, tooth fracture, amnesia, confusional state, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, alopecia, menorrhagia, abdominal pain upper, feeling abnormal, dyspareunia, blister, arthralgia, spinal pain, rash, dizziness, eye movement disorder and musculoskeletal chest pain outcome was unknown and the back pain, pain in extremity and neck pain was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, blister, confusional state, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, feeling abnormal, fibromyalgia, insomnia, menorrhagia, migraine, musculoskeletal chest pain, myalgia, nausea, neck pain, pain in extremity, pelvic pain, rash, rash papular, spinal pain, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2010) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Pathology test - on (B)(6) 2017: no hyperplasia or carcinoma is identified, but interpretation is limited by the superficial nature of the biopsy. Ultrasound scan vagina - on (B)(6) 2017: 1. Linear echogenic structure in the posterior left aspect of the uterus which is of unclear etiology. Correlate clinically for essure device. This does not appear to be in the location of the fallopian tube. 2. Complex cyst in the 1eft ovary measuring 3.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, back pain, fibromyalgia, headaches ,pelvic pain. Concerning the injuries reported in this case, the following ones were added from social media: dizziness , eye movement disorder, musculoskeletal chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as sore muscles and hip pain was clubbed with event arthralgia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.